Event description:
End user alleges while operating the motorized wheelchair in the roadway (not at a crosswalk) in snow covered conditions, she was struck by a hit and run motor vehicle. Allegedly, as result of the incident the end user suffered injuries and was hospitalized.

Manufacturer narrative:
No malfunction of motorized wheelchair suspected. End user reports while operating the motorized wheelchair in the roadway (not at a crosswalk) in snow covered conditions, she was struck by a hit and run motor vehicle. The owner's manual warns; "to avoid serious injury or death from being struck by a motor vehicle, when driving your power wheelchair near traffic: obey all local pedestrian traffic rules". "Cross roads at locations where you are most visible to motor traffic, if possible at a light-controlled pedestrian crossing with handicapped cut-outs". "Cross the road by the most direct route". "Do not operate the power wheelchair in conditions such as rain, standing water, sleet, slush, or snow".